Event description:
It was reported that the customer had a no delivery alarms even after she was not connected during a manual prime. Customer reported 8 no delivery alarms. Customer's blood glucose level was 128 mg/dl. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that the pump is working as designed. Customer was assisted with resolving the blockage in her tubing. Customer was advised to call back if issues persist. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.